Event description:
Kimberly-clark received a report from (B)(6), stating, "feeding port came off of extension tubing. Child put the piece in his mouth. Mother is concerned this is a choking hazard."kimberly-clark has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the kimberly-clark complaint database and identified as record (B)(4).

Manufacturer narrative:
The device history record for the product lot reported was reviewed, and the product lot met all manufacturing specifications. Six extension tubes were returned for analysis that were reported to have failed, but no additional lot numbers were provided. All six tubes were returned without the attached feeding port suggesting that the port separated from the extension tube; however, no additional information was reported. Investigation of this complaint is ongoing, including obtaining additional information regarding duration of use and how units were cleaned by the caregiver. Information from this incident will be included in our product complaint and MDR trend reporting systems. Ongoing analysis of trend information is used to identify the need for additional investigations.